Event description:
Traumatic birth. Vaginal delivery. Two vacuum assist devices used and then baby delivered with forceps. Baby apagars (B)(6) 2009. Baby resuscitated with bag, mask and neopuff. Skin tears on scalp noted. Transferred to nicu at outside facility (B)(6) 2007, for further neurologic evaluation and monitoring.